Event description:
(B)(4). Initially started as swelling in my left middle finger, to be followed by twisted first joint. Then swelling in my right middle finger, followed by twisted first joint. Followed by swelling and twisted joints in the rest of my fingers. This has been identified as erosive osteoarthritis. Hypercholesterolemia followed despite a near-vegetarian diet and no history. Hypertension despite near-vegetarian diet and no history. Insulin resistance followed, despite near-vegetarian diet and no history. Am not obese, so not eat sugars/processed foods. No family history.